Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse that evaluated the unit was unable to reproduce the reported issue. Also, there were no error codes that aligned with the reported issue. The fse suspected to be a user error or possibly an issue with consumables. The fse then performed full checklist and calibration on unit using known-good test equipment. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a fiber optic malfunction. There was no patient involvement.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had a fiber optic malfunction. There was no patient involvement.